Manufacturer narrative:
The customer reported complaint of the orange sleeve at the distal end separating cannot be confirmed, as this instrument does not have an orange sleeve (tube extension). There is nothing observed to be separating at the distal end. Additional observations not reported by the site are a derailed cable and tube damage. The pitch up cable is derailed from the pitch pulley located below the distal clevis hub. The cable is wedged between two pulleys. The cable tension is decreased and movement may not be as precise due to the derailment. The distal end of the main tube has a couple of 1 long sections with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. There was 1 use left. No other damage was found. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the orange sleeve at the distal end of the grasping retractor instrument was separating. No patient harm, adverse outcome or injury was reported.

Event description:
On (B)(6) 2013 we received user facility med watch report number 1300060000-2012-8027 which stated: prior to a procedure a cable on the grasping retractor was found to be broken. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).